Manufacturer narrative:
It is noted the (B)(4) is no longer applicable upon further review. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported there was a neurostimulator erosion. An examination performed on (B)(6) 2017 identified that the neurostimulator had eroded through the skin. The event required in-patient hospitalization or prolonged hospitalization. The outcome was reported to be resolved without sequelae. Etiology was noted as not related to the device or therapy and possibly related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reiterated that the neurostimulator had eroded through the patient's skin, which was indicated to be related to the device or therapy and not related to the implant procedure. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was clarified that the event occurred on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is noted the (B)(4) is no longer applicable upon further review. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported there was a neurostimulator erosion. An examination performed on (B)(6) 2017 identified that the neurostimulator had eroded through the skin. The event required in-patient hospitalization or prolonged hospitalization. The outcome was reported to be resolved without sequelae. Etiology was noted as not related to the device or therapy and possibly related to the implant procedure. No further complications were reported/anticipated.